Event description:
It was reported that during a scheduled filter retrieval, it was identified that the filter was tilted approximately 45 degrees and had migrated caudally approximately 2cm. The physician used a snare to successfully retrieve the filter. There was no report of injury to the pt.

Manufacturer narrative:
The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number. The filter has been discarded by the user facility: therefore, not available for eval. The event investigation are underway.